Manufacturer narrative:
The initial medical device report was submitted (2017865 000 2010).a follow up medical device report for analysis was also submitted (2017865 02222 2010).

Event description:
New information received noted that the right ventricular lead was also dislodged.